Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 from the lap choice kit was firing improperly. The first clip placed on the duct formed properly. When the handle was released the 2nd clip advanced forward and spit out of the jaws into the peritoneal cavity as an unformed clip. This continued to happen so they concluded the case with a second device. The clips were removed from the peritoneal cavity. There was no consequence to the pt.